Manufacturer narrative:
Weight & ethnicity: information unknown/not provided. Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device manufacture date: unknown, as the serial number was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had to be removed from the patient's left eye due to a torn capsule. A vitrectomy was performed. A 3-piece lens was inserted. No other information was provided.

Manufacturer narrative:
Corrected data: further information was provided and reported the capsule tear and vitrectomy occurred prior to iol insertion. There was only one iol involved which was captured in report number: 3012236936-2022-02934. Therefore, this event is no longer considered a reportable serious injury and no further information will be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.